Event description:
It was reported that a patient underwent a vaginal hysterectomy on (B)(6) 2014 and suture was used. The tip of the needle broke during the procedure and was not retrieved. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.